Event description:
It was reported there was dermatome device power supply handle broke. There was no patient contact and no patient injury is alleged.

Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a follow up MDR submission.